Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, procedural factors [less than optimal image intensifier angle] contributed to the valve¿s malposition and subsequent paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, after the 23mm sapien 3 valve was deployed, tee showed moderate paravalvular leak. The team then decided to post dilate with 1.5cc extra volume in the commander delivery system. After post dilation, there was minimal improvement (mild to moderate pvl) but the patient's diastolic pressure was lower than their baseline. The team then felt that the 1st 23mm sapien 3 valve was below the sealing zone by the non-coronary cusp. The valve was 80:20 ventricular by the non-coronary cusp and 80:20 aortic by the left coronary cusp. The team then decided to implant a second 23mm sapien 3 valve about 2mm more aortic to get a better seal by the non-coronary cusp. The second valve was successfully deployed resulting in trace pvl and an improvement in diastolic pressure over baseline. The patient was stable throughout the procedure. The tavr team believes that the initial working angle might have been slightly off resulting in a slightly lower position than was intended.